Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a competitor guidewire became fixated in the left ventricular (lv) lead and was unable to be removed despite moderate force being applied. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.